Event description:
During bypass, air was seen coming from the oxygenator membrane to the arterial filter. The perfusionist stated that the bubble sensor distal to the arterial filter alarmed. The perfusionist noticed a small amount of air at the top of the arterial filter. The air was cleared through the purge line. There were no other issues and the case was completed. There was no reported pt injury.

Manufacturer narrative:
The prim o2x oxygenator manufactured by another country's MFR, is a component in the perfusion pack manufactured by sorin group USA, inc. The perfusion pack, is a preamendment device. This medwatch is being filed because the perfusionist reported that air was seen coming from the oxygenator membrane to the arterial filter and that the bubble sensor between the arterial filter and the pt had alarmed. The perfusionist reported that there was no pt injury and that the device was not implicated in the incident. Therefore, he discarded the device. Since the device was not returned, no eval could be conducted. The source and cause of the reported air could not be determined. No further action is required.